Manufacturer narrative:
Section d4: expiration date and UDI: corrected. Section h4: device manufacture date: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient had frequent low flow alarms. Log files were submitted for review containing events from (B)(6) 2024. Persistent low flow events were captured. A specific cause for these events could not be determined through this evaluation; however, no other notable events or alarms were recorded, and the device appeared to operate as intended at the set speed. It was communicated that, due to hospital policy, no further information will be provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events which may be associated with the use of heartmate ii lvas, including stroke and death. This section also provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent low flow alarms. Log files were submitted for review and captured several low flow events on (B)(6) 2024. It was later noted that the patient began having near constant low flow alarms. Additional log files were submitted for review and confirmed low flow events on (B)(6) 2024. It was later reported that the patient had a stroke and cancer and passed away on (B)(6) 2024. Due to hospital policy, no further information would be provided.